Event description:
The technician alleged that the side rail could not latch. No patient impact.

Manufacturer narrative:
The technician replaced the top side rail ratchet rivets to resolve the issue.